Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Complaint description: revision of total hip replacement performed on (B)(6) 2016. The patient experienced a dislocation of their total hip replacement whilst walking. This was then reduced in hospital and booked for a revision of the liner to a constrained liner. During the procedure the liner was changed to a constrained liner and the head was also changed. Primary implant date (B)(6) 2016. This case is not being reported by the customer, but (B)(6). All available information has been provided as part of this report; no further information will be forthcoming. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.